Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited high impedance and noise oversensing. The patient did not experience high voltage therapy during oversensing and high voltage therapy was disabled. The patient presented for lead revision on (B)(6) 2018. During the procedure, the physician noticed that the set screw on the implantable cardioverter defibrillator was not tightened. The set screw was tightened and the lead was tested through the pacing system analyzer and exhibited normal electrical measurements. The lead remained implanted and the patient was in stable condition post procedure.